Event description:
The pt presented with symptoms of dyspnea and fatigue. An echocardiogram and heart catheterization revealed mitral insufficiency and an elevated gradient. The valve was removed and replaced with another MFR's valve. The pt reported to be recovering.